Event description:
A talent aaa was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck is currently 26.9-32 mm in diameter and 10.5 mm in length. It was reported that a follow-up CT revealed that the talent device migrated down into the aortic sac, resulting in a proximal type ia endoleak. The physician attributed the cause due to disease progression and neck dilatation causing the 28mm device to loose fixation. An endurant cuff was added and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. Review of post-implant cta¿s 57 months post-implant confirmed that the bifurcate was approximately 3cm below the renals. The max aaa diameter measured 7.8cm and there was a proximal type I endoleak. The proximal neck diameter was 29mm at the renals, and the neck was angulated 95deg to the limbs. The proximal stent graft od is 29mm. The ipsi limb was positioned within the left common iliac artery and an aneurx limb was seen placed into the right common iliac. Both limbs were patent and there was good distal sealing. Earlier post-implant images were not available for return. The exact cause of the migration is uncertain. It is possible that this was due to disease progression and the angulated neck.

Manufacturer narrative:
(B)(4).